Manufacturer narrative:
Technician found the left siderail was not latching due to a bent latch plate. Replaced the latch plate to resolve this issue.

Event description:
Info received that the left siderail was not latching. No injury reported.